Event description:
The customer contacted heartsine to report that their device would not emit voice prompts. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not emit voice prompts. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heatsine evaluated the device and was unable to verify and duplicate the reported issue. No measurable fault was identified with the speech circuitry, speaker or speaker cable that would have caused no audio prompts to be emitted, even after the device was temperature cycled from 0 to 50 °c for 5 days. Heartsine records indicate the device had performed to specification. (B)(4) on the 16th february 2021, indicating no issue with the audio prompts at this time. Information from the technical log shows that the device issued the advisory speech prompts during all power cycles, prior to receipt at heartsine. The investigation is therefore unable to confirm the reported fault. The device was scrapped by heartsine and the customer was provided with a replacement device.